Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, there was a problem with the injector. The iol delivery started well but, at the end, the iol went suddenly off and posterior capsule tear occurred. The iol was explanted and another one was placed in the sulcus. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).